Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the pump was not returned, and the complaint was subsequently closed.